Manufacturer narrative:
Due to character limitations in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure alarm indicating that the automatic inflation failed and could not be used. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The equipment detected that the safety disk leakage exceeded the standard. 5-25, the safety disk was replaced and the leakage test passed. All functional tests were carried out on the equipment according to factory requirements, and the test results were within the qualified range and delivered to the customer for use. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the automatic inflation failing and a leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(6).

Event description:
N/a.